Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that after a da vinci-assisted right hemicolectomy surgical procedure, a broken/loose cable was noted on the small grasping retractor instrument. There is no further information available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was checked before use. The problem was identified after the surgery in the reprocessing unit for medical devices. No fragments fell in the patient. There was no patient incident or problem to report or that has occurred. The surgery was performed and completed entirely with the instrument. There has been no delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cables segment that contains the crimps were missing from clevis.

Event description:
Refer to h10/h11 for follow-up information.